Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft system was implanted in a patient for the endovascular treatment of a 32mm diameter thoracic aortic aneurysm. It was reported that a follow-up CT was done and showed there was a type I endoleak. A secondary intervention was done. An additional valiant stent graft proximal extension was implanted. Embolization of the left subclavian artery was also performed as well as revascularization of the lsa and the event was resolved. The investigator assessed the event as related to the study procedure and not related to the device. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.